Event description:
It was reported that during the treatment of a incidental basilaris tip aneurysm, an embolization coil was positioned for deployment. The coil did not detach with multiple attempts. An attempt was made to twist the device to detach it from the delivery pusher. This attempt was not successful. The microcatheter was pulled proximally and in doing so, approximately 2 cm of the coil was drawn out of the aneurysm sack below the stent that was already in place. The delivery pusher was pulled from the coil until it detached. The delivery pusher was pulled from the coil until it detached. The coil was left in place. No attempt was made to retrieve the coil. Additional coils were deployed. No harm reported.

Manufacturer narrative:
Sample analysis: an evaluation of the complaint sample revealed the implant detached from the delivery pusher. The coil was not included as it remains within the patient. The delivery pusher is broken in two pieces (approx 21 cm from the distal end). Both ends of the delivery pusher have evidence of being torqued as they are twisted. The most distal end of the delivery pusher had evidence of being detached by a detachment controller as it was melted. The root cause of this complaint can not be determined as the entire device was not returned for evaluation, nor was the detachment controller used with this device. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.